Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to clinic for a routine follow-up, interrogation revealed the pacemaker was in backup vvi mode. The patient was asymptomatic. Programming changes were made to the device settings. The patient condition is well.